Manufacturer narrative:
(B)(4). Section g4: the mr850gju is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k110019. Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject mr850gju respiratory humidifier to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility, that the audible alarm of an mr850 respiratory humidifier was not functioning. There was no reported patient involvement.